Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hypoglycemia. Customer's blood glucose level was 40 mg/dl at the time of incident. Customer stated they were at physical therapy and the insulin pump did not turn off. Customer was assisted with troubleshooting. Customer was using auto mode feature. The insulin pump will not be returned for analysis.